Event description:
During cardiac cath lab the hemodynamic monitoring system went down during the patient's cardiac cath lab procedure. Patient was taken emergently to the cath lab for an emergent coronary angiography. Patient was found to have critical distal left main stenosis including ostial lad, ostial ramus and ostial lcx. Additionally he has severe stenosis of proximal rca and ostial/proximal om1. Poba was performed to distal left main, ostial and proximal lad, ostial and proximal lcx. Patient was hemodynamically stable during pci. Unfortunately the cath lab hemodynamic monitor shut down while performing the pci. Cath lab staff tried to troubleshoot the problem and reset the hemodynamic monitor but efforts were unsuccessful despite several attempts. Interventional cardiologist could only see the fluoroscopy xray without any hemodynamics or EKG tracing on my monitor. It was deemed to be unsafe to continue performing vey high risk pci without hemodynamics tracing especially that patient will benefit for an emergent CABG given mv cad including trifurcating distal left main. All his coronary territories need to be revascularized and therefore I believe CABG is his best option given that he remains in stable condition. I called the surgeon on-call at (B)(6) who kindly accepted the patient for an emergent CABG. Subsequently iabp was placed to augment coronary flow. Patient remained hemodynamically stable. He was not in acute distress. He didn't need to be intubated. He had very minimal chest discomfort and denies pain. He was transferred by helicopter in a stable condition for an emergent CABG at (B)(6).